Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 5.3 mmol/l versus 8.3 mmol/l lab to meter. Tests were done within 10 minutes with a difference of 3.0 mmol/l. Patient did not experience any adverse events. No further information has been reported.